Event description:
A greenfield filter was implanted on (B)(6) 2003 due to massive clots in the legs and previous pulmonary emboli. A CT scan on (B)(6) 2017 revealed the filter had a posterior and right tilt. All 6 struts were either tenting or penetrating the ivc. One strut is demonstrated in close approximation to the superior mesenteric vein. One strut is in close approximation to the distal aorta, just superior to the bifurcation. There was no evidence of fracture or migration. No further patient complications were reported.